Event description:
It has been reported to co that during the procedure a thrombus clots formed around and inside the device. The physician inserted the introducer sheath into the pt and inserted a diagnostic angiographic catheter throught the sheath. The physician completed te diagnostic procedure and removed the catheter form the pt. The physician inserted a guide catheter into the sheath and felt resistance. The introducer was determined to be clogged with thrombus. The physician removed the device and the pt is reported to be fine.